Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring greater than 125 ohms. Surgical intervention was performed however, the physician was not able to extract the lead therefore, it was surgically abandoned and replaced successfully. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to therapy upgrade. No additional adverse patient effects were reported.